Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device component code 515 relates to problem code 3009 for the reported event of stent moved proximal to target stricture. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex enteral colonic stent was used in the colon during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was used to treat a 5 cm stricture. Reportedly, the patient's anatomy was not tortuous. According to the complainant, the physician was able to deploy the stent. However, the stent moved proximal to the stricture during deployment. The stent remains implanted and the procedure was completed by placing another wallflex enteral colonic stent at the site of the stricture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.